Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that an error occurred at the end of a procedure causing images to be lost. The system was shut down and would not boot back up. There was no pt injury or death reported.